Event description:
Decontamination of n95 respirators for reuse under eua, I am a registered nurse in a medical ICU. I contracted covid19 while at work and wearing a reused decontaminated n95. At the time, our hospital was using its own equipment to decontaminate respirators with vhp for up to 3 cycles of decontamination. FDA safety report ID # (B)(4).